Event description:
It was reported that the patient was found unconscious at home and taken to the ICU when their lvad pump stopped working. While in the ICU, ventricular fibrillation episodes occurred. The device delivered therapy but was unsuccessful in converting the rhythm. The patient was externally defibrillated multiple times. Review of episodes revealed the patient had multiple vf episodes with undersensing. The patient did not regain consciousness and was in a hypothermic state. The patient remained on life support. The family was evaluating whether to end life support. No further information was available at that time. St. Jude medical became aware of the patients passing through a public obituary. There is no allegation from a health professional that the death was related to the device.

Manufacturer narrative:
(B)(4).